Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2019-00352 and 3005334138-2019-00353. During an atrial fibrillation, the patient expired. While ablating the left superior pulmonary vein, abnormal tension was observed on the recording signal system so a zero of the pressure was done. The patient developed hypotension and an ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and following the pericardiocentesis, a myocardial infarction appeared on the surface electrocardiogram and a coronarography was done. Air bubbles were visualized in the coronary arteries and the patient expired after one hour of resuscitation. It was believed the air may have been introduced from the two irrigation pressure bags that were used with the two sheaths.